Event description:
It was reported that the atrial lead had low impedance measurements as well as decreasing impedance measurements in bipolar and unipolar pacing configurations. It was also reported that lead warnings were triggered. The polarity was switched approximately 1.5 years ago. Additionally, under fluoroscopy, a subclavian crush was seen, as the lead body appeared "pinched or worn away" where it passed under the clavicle, and there was damage to the insulation. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.